Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent right knee arthroplasty due degenerative arthritis of the right knee. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. All attune products and cements were implanted in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to stiffness and pain. The surgeon reported all components were revised as well as the patella, though there were no complaints against any of the components. The surgeon reported no intraoperative complications. All competitor components and cement were implanted in the revision. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (rt knee).